Manufacturer narrative:
The technical services consultant explained to the medical person that since we have loss of capture due to possible fracture, the lead should be replaced. At this time, no additional information is available. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory,visual inspection confirmed that the lead was returned severed at 315 mm from the terminal pin, and two segments were returned, total length was 985 mm. There was dried bodily fluid found in the entire lead lumen, and the coils were stretched from 570-935 mm from the terminal pin. The lead was returned with the extraction stylet still stuck inside of the lead. The conductor coils were fractured at 327 mm from the terminal pin. Additionally, there were cuts noted in the polyurethane insulation at 885, 900 and 905 - 910 mm from the terminal pin. There were also tears in the polyurethane insulation at 875 - 883 mm from the terminal pin. The extraction stylet was tied down at 340 and 345 mm from the terminal pin. There was polyurethane and silicone insulation separation at 712 - 885 mm from the terminal pin, as well as insulation bunching at 925 - 932 mm from the terminal pin and inner insulation worn at 327 mm from the terminal pin. There was noted insulation puckering at 305 - 315 mm from the terminal pin.

Event description:
Boston scientific crm received information that left ventricular (lv) lead went from 700 ohms to over 2000 ohms. When patient was seen in the clinic the patient did not have capture at 5.0v in the lv and sensing has gone from 7.5 to 3.0. Additional information was received that this previously surgically abandoned lead was laser extracted to allow placement of a new system. No adverse patient effects were reported as a result of this procedure.